Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements during a scheduled explant procedure for the associated implantable cardioverter defibrillator (ICD). A new rv lead was implanted. No additional adverse patient effects were reported.